Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that for an ar-1934ps-2, suture anchor, peek suture tak® 3 mm x 12.2 mm with #2 fiberwire® and #2 tigerwire®, the anchor and suture were pulled out. This was discovered during use in an elbow joint ligament reconstruction surgery on (B)(6) 2024. The case was completed successfully by using another new ar-1934ps-2. There were no broken pieces in the patient. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1934ps-2 serial/batch number (B)(6) was received for investigation. The device arrived for evaluation accompanied of two sutures. Upon visual inspection, it was observed that the device submitted for evaluation had a screw was broken, small pieces of the screw are attached to the suture. Additionally, the suture appeared to be frayed. The driver was not received for evaluation. The most likely cause for the observed failure is user error for applying excessive force during insertion or through leveraging/prying the device.